Event description:
It was reported that the ilet pump generated repeated ¿alert 32 ¿ motor processor communication error¿ restart alerts, prompting multiple restarts in a short period, and the user later reported inability to complete a software update; the device was replaced and the user was advised to shut down the pump and use backup therapy because delivery and announcements were not reliable. Symptoms included no reported blood glucose impact. Outcomes included device replacement and continued diabetes management using backup therapy and cgm. Investigation included review of device history and user reports, remote troubleshooting, and assessment of the motor communication fault. Investigation of this device revealed a suspected internal delivery motor communication malfunction consistent with a motor processor communications fault, without evidence of user error. It was concluded that the cause was an equipment malfunction of the delivery motor communication subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."